Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a very sore pocket site. The patient's healthcare provider (hcp) stated that this is related to a decrease in overall nourishment. The patient has been losing weight consistently and is unable to keep food down. The patient was seen and the pocket site was painful enough and the battery looked as if it was pushing out from the skin. The device was removed on (B)(6) 2020. No further complications were reported.